Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the insulation was abraded at 7.1 cm to 7.5 cm from the connector pin which exposed the outer coil. Abrasions are indicative of constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.